Event description:
An endurant stent graft system was implanted in a patient for the emergent endovascular treatment of a ruptured abdominal aortic aneurysm. The aortic neck is 10 mm long and has two 90-degree angles. It was reported that the patient presented emergently with a pre-operative ruptured aneurysm (size unknown) and was losing blood. The bifurcated stent graft was implanted followed by an ipsilateral extension, then two contra limbs. The blood pressure went up but was still low. The patient was given 6 - 10 units of blood products during the procedure. The plan was to stabilize the patient then remove the excess blood within the next 24 hours. It was reported that the patient expired as the patient had lost too much blood. No autopsy will be done.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (death), patient's condition affected effectiveness of device (pre-existing condition; pre-op rupture), unapproved use of device (pre-operative rupture). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (pre-existing condition; pre-op rupture), user error contributed to event (pre-operative rupture).